Event description:
During a ptca treatment procedure for an in-stent restenosis lesion, the maverick2 monorail 15/3.25 mm balloon ruptured at 12 atms on the second inflation. (The number of atms reached on the initial inflation is unk). A bx velocity stent had been deployed in the left main trunk to lad region in 3/2004. Another bx velocity stent was deployed in the proximal left circumflex in 6/2004. The maverick2 monorail 15/3.25 mm balloon was being used to treat an in-stent restenosis lesion in the proximal left circumflex coronary artery. After the first inflation at the proximal left circumflex lesion, the left main trunk to lad region became 'hazy'. When the balloon was inflated in this region, it ruptured. No pt injuries or complications were reported. Pt status is reported as 'good'.